Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported to be due to intestinal bacteria; however, the route of contamination was unreported. Therefore, the cause of the peritonitis event is unknown. It was reported that the patient was hospitalized and treated with unspecified intraperitoneal antibiotics(ongoing) for the event. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
A2: age at time of event: "(B)(6)". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.